Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Customer reported receiving a power loss alarm. Current battery has beenin pump for at least 1 hour. Customer received another alarm afterreplacing battery.

Manufacturer narrative:
Unit powered on with unexpected blank display. Unable to perform self test, active current measurement, or sleep current measurement due to blank display. Pump was cut open to perform a visual inspection and found physical damages to internal components. The following components were found broken: j4 and j1 on pcba1. Test p-cap unable to lock in place properly due to retainer ring damage. The following damages were also noted: partially broken retainer, cracked reservoir tube lip, stained keypad overlay, pillowing keypad overlay, and scratched case. In summary, unable to confirm customer's concern for unexpected battery power loss due to blank display. Blank display due to broken j4 and j1 components on pcba1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.